Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 she obtained a result of 98mg/dl on the subject meter which she felt was inaccurately high in comparison to a result of 38mg/dl obtained on an unknown meter. The two tests were reportedly performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient detailed that she manages her diabetes with insulin, glipizide and actos and denied making any changes to her normal diabetes management routine in response to the alleged inaccuracy. The patient claimed that ten minutes after the alleged issue occurred she developed symptoms of ¿unable to stand, blurry speech, unable to speak, confused and dizziness¿ and that at 03:30pm on (B)(6) 2015 she was hospitalized, where she was treated with IV fluids by a healthcare professional (hcp). During troubleshooting the cca noted that the meter was set to the correct unit of measure and that an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient reported receiving treatment from a healthcare professional for a blood glucose excursion after the alleged meter inaccuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/07/2015). The patient¿s meter has been returned on 2/24/2015 and evaluated by lifescan product analysis on 2/26/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.